Event description:
The customer called to report the pump is setting on high volume and the tone was barely audible. Troubleshooting was performed. The audible tone almost could be heard. Also the customer informed that the screen would not come up during the button pressing. It was stated that the customer has to press them several times before a response is given. Advised the customer to disconnect and revert to back up plan.